Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020 a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2020 it was reported the patient was having stoma pain, redness and pus like drainage at stoma site. Patient denied having a fever and/or stoma site being warm to the touch. Patient was prescribed oral antibiotic bactrim.

Manufacturer narrative:
Reference record (B)(4).